Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken and measured approximately 283 cm. The remainder of the fiber including the distal tip was not returned. There was a burn mark at the break. Light was unable to travel to the fiber face to illuminate it indicating that the fiber was broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a soft mirror holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser settings used was 1.0 joules and 20 hertz. According to the complainant, during the procedure and inside the patient, no energy output was noted on the laser fiber after it was activated. The user tried to reactivate it again but still with no energy. The fiber was removed and the user cut 5 cm from the fiber then reactivated it again but it still did not have an energy output. The procedure was completed with another accutrac 200 laser fiber laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber broke, misfired and was broken within the connector.